Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not pass in any vector post implant, there was no sensing issues. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, low amplitude set smart pass off and the s-ICD exhibited t wave oversensing during premature ventricular contraction (pvc). Technical services (ts) discussed troubleshooting options and recommended continue with regular follow-ups through latitude. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, while the patient was running, this device delivered an inappropriate shock due to oversensing. The patient reported not feeling well with heavy legs. Upon review, the technical services (ts) noted different morphologies and indicated that optimizing this s-ICD on all of the qrs morphologies is not possible. The ts recommended scheduling an exercise test to troubleshoot and to keep investigating if this was truly an inappropriate shock. A consult with cardiologist will be perform about possible change in device therapy to a transvenous. This device remains in service. No additional adverse patient effects were reported.